Manufacturer narrative:
Qn#(B)(4). Product usage when the alleged issue was detected is unknown. The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that one piece of the bronchial double lumen tube was found having a leaking cuff.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation. A simulation test was conducted on a current production sample at the manufacturing facility. The clear and blue cuffs were inflated with a calibrated endotest meter and no abnormalities were found. The sample was then immersed into water with the cuffs inflated. No bubbles were observed indicating there were no leaks. The reported complaint could not be confirmed as no sample was returned for evaluation.

Event description:
The customer alleges that one piece of the bronchial double lumen tube was found having a leaking cuff.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no obvious defects were detected. The tracheal (clear) cuff of the device was inflated to 25 mbar with a calibrated endotest meter. The pressure of the cuff dropped rapidly and the cuff could not be inflated. The bronchial (blue) cuff was then inflated, and the pressure in the cuff remained the same. The device was then immersed in water with air injected into the cuffs. Air bubbles were observed coming from the clear cuff. No bubbles were detected coming from the blue cuff. The leakage point was examined under 10x magnification and a cut mark was detected on the clear cuff. Based on the investigation performed, the reported complaint could not be confirmed. A 100% leak test is conducted at the manufacturing facility; therefore, a defect of this type would be detected prior to release. The cut on the clear cuff closely resembles a cut that would be made by scissors. The failure found was most likely due to handling of the tube prior to use on the patient.

Event description:
The customer alleges that one piece of the bronchial double lumen tube was found having a leaking cuff.